Event description:
It was reported that a ventilator had a system error during patient use. The patient was transferred to an alternate ventilator with no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) cable was returned for investigation. A visual inspection of the returned part was conducted and a slight indentation was observed on the outer insulation. The cable was attached to a test ventilator for analysis. The unit was powered up and alarmed immediately indicating no communication. When the cable was manipulated, communication was restored temporarily indicating an intermittent break in the cable. On further investigation it was discovered that there was a break in the inner core of the internal co-ax cable. The most likely cause is excessive flexing or sharp bending of the cable.